Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and when octaray mapping catheterwas inserted, resistance was felt and the octaray did not advance beyond the tip of the vizigo short. Upon removal of the octaray, it was confirmed that ¿one-sided deflection was disconnected¿ and the mesh portion at the tip appeared to be crushed on visual inspection. When the octaray was withdrawn outside the patient¿s body at that time, it was confirmed that the spine of the octaray was broken. When the octaray was replaced, the issue was resolved. There was no patient consequence.